Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred when the patient was changing and loading the cartridge. Reportedly, when the patient was instructed to reboot the pump, the patient was unable to tighten the battery cap until the yellow o-ring was not showing as the battery cap threads were reported to be damaged. Reportedly, the battery compartment threads were undamaged. The reporter denied moisture or corrosion in the pump and stated that they did not have an extra battery cap to replace the damaged cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump; the pump powered on with a test battery cap. Multiple load/step functions were performed and no call service errors were duplicated. The pump was exercised with a test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. There was one error observed in the black box on (B)(6) 2014. Unrelated to the call service alarm issue, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.